Event description:
Boston scientific crm received information that this device detected intermittent loss of left ventricular capture. The threshold was reprogrammed to resolve. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information available.